Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported vacuum issue during unknown timing of the surgery in the unknown eye.

Manufacturer narrative:
Correction information provided b.5., h.10 and h.11. Additional information received stated, the reported event vacuum issue occurred before laser ablation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated, the reported event vacuum issue occurred before laser ablation.